Manufacturer narrative:
2/9/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The device was used during a esophagectomy procedure. Reportedly, the staples did not close. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.